Manufacturer narrative:
Expiration date : na. Investigation summary: it was reported a box was found in storage without the expiration date. As a sample was not returned, a thorough sample investigation could not be completed. The lot provided was manufactured in 2013 and was produced according to specifications from that time. At the time this lot was manufactured it was not a requirement to have the expiration date on the packaging label. This lot's shelf life is expired. A device history record review was completed for provided material number 305195, lot number 3305201. The review did not reveal any detected quality issued during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd precisionglide¿ needles, the device experienced missing label information. The following information was provided by the initial reporter. The customer stated: it was reported found box in storage without exp date. Pharmacy reported found box in storage without exp date. It is determined from the lot number provided this product is expired.